Event description:
Medtronic received a report that a pipeline encountered resistance (stuck) during delivery in the distal end of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left middle cerebral artery m1 segment aneurysm with a fusiform morphology. Aneurysm dimensions: max diameter 2.8 mm and neck diameter 5 mm. Landing zone (artery size): distal 2.53 mm and proximal 2.8 mm. The patient¿s vessel tortuosity was severe. The surgical procedure: the ped-300-25 stent was in place and anchored a little behind the bifurcation of the middle cerebral artery for deployment. During the process of deploying and withdrawing the microcatheter and pushing the stent forward, felt that the stent had great resistance and the tension of the entire system was also great. The stent as a whole moved downward and collapsed into the aneurysm. During the process of pulling the stent back, the stent encountered resistance. Before the stent was completely retrieved into the microcatheter, the stent guidewire and the stent body had separated. The whole system was withdrawn from the blood vessel, and the ped-300-20 and marksman were replaced, and the surgical treatment was successfully completed. It was unknown if dapt (dual antiplatelet treatment) was administered. The access vessel was the femoral right artery (8 mm). The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue. The issue did not resolve. It was unknown if the catheter or pushwire was damaged. There were no patient symptoms or complications associated with this event. Additional information received reported that multiple pipelines had not been used when the movement occurred. The device jumped a little forward. There was resistance at the catheter tip during the stent during withdrawal. The cause of the failure was not determined.

Manufacturer narrative:
This event was previously submitted via regulatory report # 2029214-2024-02135. H3: product analysis .as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex and marksman inner pouches. The pipeline flex device was returned outside marksman catheter. Damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from 30.5cm to 26.0cm from proximal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance as pipeline flex braid and marksman catheter were found to be damaged. From the damages seen on the braid (frying); and catheter body (accordioning/flattemed); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, the pipeline flex could not be confirmed to have pushwire break/separation as no defect was found with pushwire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.